Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, markings from removal and debris on their internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1275845. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1275845 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction did not occur. No damage identified or signs of malfunction that would have contributed to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in for a post op appointment and there was swelling and inflammation present around the implant at tooth location # 4. The implant was removed due to allergic reaction. Symptoms as a result of the event: pain and inflammation.